Event description:
Consumer complaint of "lo" blood results. Expected blood glucose results fasting range from 120 to 200 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test not able to be performed since product is not stored properly. Verified storage of test strips is not within instructed specification since they are kept in bathroom. Test strip lot manufacturer's expiration date is 1/26/2018 and open vial date is the week of (B)(6) 2015. Recall test results performed from meter memory: memory 1: 145mg/dl, (B)(6) 2015, 06:50pm, fasting: no; memory 2: 150mg/dl, (B)(6) 2015, 01:05pm, fasting: no; memory 3: 179mg/dl, (B)(6) 2015, 09:25am, fasting: yes; memory 4: 169mg/dl, (B)(6) 2015, 10:00am, fasting: yes; memory 5: 157mg/dl, (B)(6) 2015, 10:00am, fasting: yes. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: test strip issue.

Event description:
Consumer complaint of "lo" blood results. Expected blood glucose results fasting range from 120 to 200 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test not able to be performed since product is not stored properly. Verified storage of test strips is not within instructed specification since they are kept in bathroom. Test strip lot manufacturer's expiration date is 01/26/2018 and open vial date is the week of (B)(6) 2015. Recall test results performed from meter memory: (B)(6). Adverse event not reported.